Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. Users are made aware of the risks associated with in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2019, the patient underwent treat for an aneurysm using three gore® tag® conformable thoracic stent graft with active control system. The physician stated there was a possible type 1 endoleak after the procedure and reported it to the gore clinical specialist (cs). On an unknown date in (B)(6) 2019, the patient had a CT scan where a type 1b endoleak was confirmed. On (B)(6) 2019, the type 1b endoleak was treated with an additional gore® tag® conformable thoracic stent graft with active control system, extending the device distally. Final imaging showed the endoleak was resolved and the patient tolerated the procedure. The physician stated the endoleak was mostly likely contributed from disease progression.